Event description:
The pt contacted animas alleging that there was an occasional leakage of insulin at the luer connection and cartridge cap. The pt did not have the cartridge or tubing available for troubleshooting. The pt claimed that the leakage would be noticed when the cartridge would be removed. A review of the pt's technique revealed that the she might have been pulling the cartridge plunger back further than the 2.0 ml mark. The pt reportedly had never checked for any structural damage to the cartridge or tubing at the luer connection.

Manufacturer narrative:
The cartridge was not returned to animas for evaluation. The pt did not have the products available for troubleshooting during the contact with the animas representative. The pt was instructed of proper technique when filling cartridge and tightening luer connection. The pt was also instructed to call back with product in hand when problem occurs.